Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user felt the connection part between the adaptor and the flowmeter was unstabler than usual during use. Therefore, the adaptor was replaced with a new unit". No harm to the patient occurred". The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the adaptor did not spin freely. No other issues were observed. Oxygen entrainment testing was performed and during the setup it was observed that the assembly of the nut adaptor and the upper body was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing with no functional issues. After the testing finished, the adaptor was carefully disassembled from the upper body and it was visually inspected. During the visual inspection wear was found on the internal tabs. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint is confirmed. Although the complaint is confirmed, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Event description:
It was reported that "the user felt the connection part between the adaptor and the flowmeter was unstabler than usual during use. Therefore, the adaptor was replaced with a new unit". No harm to the patient occurred". The condition of the patient was reported as "fine".